Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) and tissue damage appear to be due to challenging patient anatomy. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as an additional clip was deployed to stabilize the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted that the patient had a posterior prolapse. The transseptal needle was inserted and transseptal access was obtained; however, the transseptal needle caused a pericardial effusion. Prior to inserting any of the devices, a closure device was implanted to treat the pericardial effusion. An ntw clip (00512u140) was inserted and advanced below the valve; however, while under the valve, the clip because caught in the chordae. Standard troubleshooting was performed, and the clip was able to be freed from the chordae without causing damage. It was noted that no unintended movement occurred while below the valve. The physician decided to remove the clip and replaced it with another ntw clip, which was successfully implanted medially of a2p2. To further reduce mr, an xt clip (00728u292) was inserted and successfully deployed laterally of a2p2. However, roughly five minutes after the clip was implanted, the clip tore through the posterior leaflet, causing it to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted laterally, reducing mr to a grade of 3. It was noted that none of the clips used worsened the pericardial effusion. There was no clinically significant delay in the procedure.